Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during manual prime. Customer's blood glucose level was 489 mg/dl. Customer did treat for the high blood glucose level. Customer manually pushed the plunger very slowly and stated that the insulin did exit the tubing. Customer rewound the pump and ran a manual prime. The pump did not alarm no delivery. Pump passed the high pressure test. Customer was advised that the pump is working as designed. No further assistance required.